Event description:
The physician using an omni device, reported that the catheter kinked and broke-off while turning and advancing for 180 degree goniotomy. The broken off part of the catheter was retrieved using a retina grasping forceps and the procedure was completed without further incident.